Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient had their ipg explanted and replaced with no complications.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable. As a result, the patient may undergo surgical intervention to address the issue.